Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a proactive visit was conducted with the night-shift care team. Upon arrival, the operating room team was present to transport the patient back to the or for evaluation of bleeding of unknown origin. The patient was postoperative day three (pod-3) with the chest left open. A total of 1,400 cc of output was collected from the drains over a two-hour period. The patient was taken back to the operating room to identify the source of bleeding, which was determined to be an arterial bleed. Hemostasis was achieved, and the patient received three units of packed red blood cells and two units of fresh frozen plasma.